Manufacturer narrative:
No problems noted with calibration or qc.no service was generated or requested.root cause is unknown to date for this event. H3 other text : see section h10

Event description:
A glucose post-mod customer contacted beckman coulter inc. (Bci), reporting one (1) erroneously low glucose (glucm) patient result that was generated by the unicel dxc 800 pro synchron chemistry analyzer while running in duplicate mode. The original result yielded 152 mg/dl with a rerun in duplicate mode of 136 mg/dl. Reruns on an alternate instrument yielded a 141 mg/dl which was reported. Customer's criteria for back-to-back acceptance is 12 mg/dl when result is >110 mg/dl. Patient treatment was not affected in this event as the customer runs glucose samples in duplicate mode and verifies results prior to reporting.